Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented significant hyphema. Following medical counsel, the surgeon reported that the hyphema was associated with uncontrolled high pressure. The iop subsequently decreased with max medications and the clot was resolving. However, reported that there may be a re-bleed. Based on patient medical history (re-bleed & need for long term anticoagulation), the surgeon considered a washout if the iop remained elevated. Through follow-up, the surgeon provided the following additional information. The patient underwent uneventful right eye cataract surgery followed by stent implantation. The surgeon characterized the hyphema as grade ii (1/3-1/2 anterior chamber vol.) Associated with iop increase. The patient was treated with topical steroids (oral diamax, cyclogy, azoptl) with bed rest. The prognosis was reported as ¿hyphema resolved and iop back to baseline with use of additional iop lowering medication¿.